Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error, fatigue, pain, anxiety-product/procedure, lymphadenopathy.

Event description:
Patient reported left side "fatigue, pain, enlarged lymph nodes behind both collar bones," and "recalled textured implants." Healthcare professional later reported "520cc". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Record is not reportable.

Event description:
Patient reported left side "fatigue, pain, enlarged lymph nodes behind both collar bones," and "recalled textured implants." Healthcare professional later reported "520cc". Device remains implanted.